Event description:
It was reported that after the pocket was closed during procedure, ventricular ectopy was noted on the monitor. Interrogation of the device and fluoroscopy showed the right atrial (ra) lead had dislodged into the right ventricle. The lead was revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).